Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the operator observed a fluid leak during the first 30 minutes of a routine hemodialysis treatment. The operator turned the cycler power off, contacted the facility for assistance and was instructed to contact nxstage technical support. The cycler power had been off for 10 minutes before contacting nxstage technical support. Manual rinseback of the patient's blood was therefore, not performed due to concern of likely clotting in the disposable cartridge. This resulted in an estimated 210cc blood loss. The operator indicated that the fluid leak appeared to originate from the dialysate inlet line. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned during follow-up that the cartridge had been discarded. The exact cause of the reported fluid leak cannot be determined. The leak was not observed during priming of the cartridge and therefore, may have been caused by user error after prime when connecting the dialysate inlet line to the dialysate prior to initiating the treatment. Device labeling instructs that if a fluid leak is observed, manual rinseback of the patient's blood should be performed. The reported blood loss was reviewed with facility staff. No similar problems have been reported with this cartridge lot. All cartridges are 100% leak tested during manufacturing. Nxstage will continue to monitor as part of routine complaint process. Nxstage medical considers this report closed. No additional information will be provided.